Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2003 via vp-shunt with the setting 120mmh2o. It was reported that the surgeon noticed the cam inside the valve moved unnaturally when the surgeon attempted to the setting change under x-ray on (B)(6) 2017. The surgeon could change the setting to desired pressure 70mmh2o after trying to change the pressure setting several times. The revision surgery was performed on (B)(6) 2017 with 82-3110 (setting 12mmh2o) with the already implanted abdominal catheter and ventricular catheter which were remained in the patient¿s body and connected with the revised valve. The patient is (B)(6) years old, male, primary disease is brain tumor, and his initial is (B)(6). The patient¿s condition is under monitoring. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/programming and pressure test could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark was noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 23rd july 2003. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.